Event description:
It was reported that during a low anterior resection procedure, 2/3 of the staples did not form properly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information provided: was the procedure done open/laparoscopic? - open. What device was used for the proximal and distal transaction of the bowel? Was the spike of the trocar inserted through bowel lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Click sound was heard. When the device was fired, what was the location of the indicator within the gap setting scale? Yes. Was buttressing material utilized? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Complete donut achieved. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No